Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 5.

Event description:
Reference number (B)(4). Event occured in the united states. The patient reported experiencing cannula issues, specifically a bent infusion set cannula. These problems occurred between (B)(6) 2025. The infusion set had been in use for only 3-4 hours when the issue was noticed. The insertion site was on the abdomen. The patient's blood glucose monitor displayed a 'high' value. To address the high blood glucose, the patient administered a correction bolus through the pump. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.